Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 3216494 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2352-70 serial: (B)(6). Batch: 7070955 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. Additional information stated that all explanted items discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. Additional information stated that all explanted items discarded per hospital policy. Additional information stated that the patient did great postoperatively.